Manufacturer narrative:
An event regarding malposition involving exeter shell was reported. The event was confirmed through review of the provided medical records and x-rays by a clinical consultant. Method & results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: cup malposition with major medialization of the cup within the acetabular bone has contributed to bony impingement creating an overload condition in the arthroplasty bearing with fatigue accumulation in the stem neck until a fatigue fracture occurred requiring revision surgery about which no info is available. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusions: the investigation concluded that the event was caused by cup malposition with major medialization of the cup within the acetabular bone has contributed to bony impingement creating an overload condition in the arthroplasty bearing with fatigue accumulation in the stem neck until a fatigue fracture occurred requiring revision surgery about which no info is available. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Device not available.

Event description:
Neck fracture of exeter stem. Update 22 february 2019. As per medical review: cup malposition with significant medialization of the cup within the acetabular bone.